Event description:
The customer reported that the system falsely indicates that a patient is severely under-saturated. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips reached out for additional information of the device issue and to determine the cause of the reported issue. No additional information was available at this time. If additional information is received the complaint file will be reopened.